Manufacturer narrative:
Evaluation codes: method - (other): work order search, medical review. Results - (other): a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found one haptic broken. The lens was returned in liquid. The lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. Medical review - icl related opacities are usually anterior lens located (asco= anterior sub-capsular opacity). Nuclear sclerosis is known to have a strong association with axial myopia. Several factors may play a role in cataract development (aging, degree of myopia, systemic diseases, medications, surgical manipulation, inflammation, trauma, etc). Conclusions - (no conclusion can be drawn): based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the patient's left eye (os) on (B)(6) 2008. The lens was explanted on (B)(6) 2011 due to lens opacity (nuclear sclerotic cataract). The cataract was removed and an iol was implanted. The patient's bcva was 20/20.

Manufacturer narrative:
(B)(4)